Event description:
It was reported that this right ventricular (rv) lead registered an alert for high out of range shock impedances. Additionally, a presenting electrogram (egm) exhibited noise on the shock channel. No oversensing was noted. Boston scientific technical services (ts) review the stored data and suggested troubleshooting. The system remains in service. No adverse patient effects were reported.